Event description:
The ortho application software displayed the date incorrectly. The application displayed the date as 7/15/01 when the actual date was 7/16/01. No error was reported. No death or serious injury was associated with this incident.